Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 409 mg/dl. Customer stated there was a malfunction on the reservoir causing the insulin to spill on the reservoir compartment of the insulin pump. The insulin did not going to the tubing causing and when she checked the reservoir compartment of the insulin pump, the insulin was all over it. Reservoir had leak at o-ring. Self test was passed. Auto mode feature was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.